Event description:
Healthcare professional (hcp) reported a patient was injected with skinvive¿ by juvéderm® in the periorbital region and the malar region. The patient experienced recurrent edema in the areas where the product was applied, triggered by factor such as sinusitis and influenza. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience.